Event description:
It was reported via phone call that the customer's insulin pump has a cracked screen due to the car door closing on it. Customer's blood glucose level at the time 314 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding on lcd glass, cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.